Event description:
It was reported that the power module was making a clicking noise when plugged to alternating current (ac) power. The issue was found during a routine check.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module making a clicking noise when connected to ac power was confirmed. The power module (serial number: (B)(6) was returned to service depot and it was observed that the power module made a clicking noise and did not turn on when connected to ac power. The issue was isolated to the power supply printed circuit board (pcb). The power supply pcb was replaced, and the issue resolved. A full functional checkout was performed after replacing the power supply pcb and the unit passed all tests. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The pcb was installed into a test power module unit and it was again observed that the power module made a clicking noise when connected to ac power. The power module was connected to a test system controller and mock circulatory loop and the system operated at the set speed while powered by the power module backup battery. The power module backup battery was manually disconnected, and a no external power alarm activated as the power module was not providing power to the system; the system controller backup battery supplied power to the system and pump function was not affected. Circuit analysis performed on the power supply pcb isolated the issue to a compromised transformer. The reported event was determined to be due to a compromised transformer on the power supply pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, including how to use the power module. This section explains the power module user interface and all power module alarms, including for a loss of ac power (ac fail). Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.